Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
There were 2 tampons together. I took one out and the other one has been inside me for 28 days- vagina [foreign body in reproductive tract] in one applicator, there were 2 tampons together- tampax pearl super plus [device physical property issue] the other stayed inside me for 28 days- tampax [device use issue]. Case narrative: consumer reported via email that there were two tampons in one applicator and one was inside of her for 28 days. No serious injury was reported.